Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced universal surgical manipulator (usm) 1 to resolve the engagement issues. The system was tested and verified as ready for use. Isi has received the unit associated with the complaint and completed the investigation. Failure analysis (fa) investigation confirmed and replicated the reported failure of instrument recognition and engagement issues. The universal surgical manipulator (usm) was tested on the system and failed normal mode. The usm triggered a ¿could not recognize the instrument¿ message for a large needle driver with a couple different sterile adapters. The system logs confirmed that the usm triggered a 282 error. The usm failed the carriage switches test. The axes controller, carriage rfid (accr) printed circuit assembly (pca) was switched with a test accr and the unit still failed the carriage switches test. The original accr pca was returned and the accr antenna was replaced with a test antenna; the unit passed the carriage switches test. The accr antenna was returned for aba testing, but the unit failed the carriage switches test again. The accr antenna will be replaced. The usm passed the direction test, sensor check, carriage lissajous, sine cycle, carriage friction test, friction test, brake test, carriage strength test, carriage/acm fan and fiber test. A review of the site's complaint history identified no other complaints for this product. A review of the site's system logs for the reported procedure date was conducted by technical support engineer (tse). Investigation revealed the following possible related system errors: error 282 - tool invalid reason: one or more tool sensors were not detected: tool rfid not present (tool sn not available) on usm1. No image/video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm) was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Furthermore, upon visiting the site, the fse replaced the usm. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the customer had engagement issues on universal surgical manipulator (usm) 1. The procedure was completed with no reported injury. Intuitive surgical, inc (isi) followed up with the robotics coordinator and obtained the following additional information: the procedure was completed robotically without any injury to the patient by disabling usm1. During the procedure , the issue occurred at docking while attempting to install instruments on the usm. The arm was not receiving any instruments. To troubleshoot, the staff removed the instrument, checked for physical damage or obstructions, and found nothing. The staff attempted to reseat the instrument with no change. The staff then removed and replaced the drapes from usm1, still with no change. The staff continued with the three remaining arms and completed the procedure robotically.